Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was placed into a (B)(6) female patient's right radial artery in the cctc. Two hours post insertion, there was no longer a waveform or the ability to draw blood from the arterial line. As a result, the catheter was removed and replaced and used successfully. There was no delay in treatment and no pt death or complications reported.